Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The titanium distal anchor is off the device and has had the sutures threaded and set in place with the distal plug. The proximal anchor has been deployed and is missing threads. The insertion device has no visual defect. Bio debris is present. A functional evaluation was performed on the returned device and found that both deployment knobs move forward and backward as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specification found that the storage conditions and material requirements are specified for the implant material. Each lot must be accompanied by a material certificate of analysis. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended or inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an arthroscopy, a healicoil knotless anchor 5.0mm titanium was introduced to the first thread of the healicoil and the tense threads were blocked with the peek using the black knob, then, when the healicoil was lowered with the orange knob, the implant broke, thus, it was necessary to remove the remains of the joint and cut the threads because they were already blocked. Non-significant delay was reported, and the procedure was finished with a competitor device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: case-(B)(4).